Event description:
Reportedly, a valve was explanted at implant due to regurgitation. The customer reported "bad coaptation of the leaflets. The valve did not close properly. After a tee, the valve was not closed properly and there was a big leak in the center of the valve.

Manufacturer narrative:
Evaluation summary: on (B)(6) 2011, the device evaluation was completed and the lab findings are as follows: condition of return - received (1) valve in glutaraldehyde. As received cuts in the sewing fabric and ring were evident, most likely due to explant. Evaluation summary - the valve exhibited characteristic markings which indicated sutures were looped around commissure 1 and around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3 at commissure 1. Similarly, suture track was evident at the free margins of leaflet 2 and 3 at commissure 3. These markings at the free margins were most likely left by sutures that were tied down tightly and against commissure 1 and commissure 3, thus leading to a gap at the coaptation region. No inconsistencies were noted in the x-ray as the wireform is intact. Method: x-ray. Additional manufacturer narrative: a suture loop occurs when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The customer report indicated the that aortic device was implanted to the mitral position. The requested operative report, patient health history and echocardiography were indicated as "cannot provide" for unknown reasons. Follow up report will be submitted as soon as product has been returned and evaluated.